Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a coronary angiogram procedure. Reportedly, when the plunger was removed the suture was not present on the needle; an anterior cuff miss occurred. The device was rewired and another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.